Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead had a polarity switch from bipolar to unipolar and the clinician did not know why as the impedance trends were all within normal limits. The clinician turned the lead back to bipolar and tried to do another impedance test and got the same warning. It was also noted that during the threshold test the patient got nauseous, so the clinician doubted capture in bipolar. The lead was programmed back to unipolar and all testing was fine. The lead will be monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.